Manufacturer narrative:
Qn# (B)(4).

Event description:
The report states: "a small piece of the cvc guidewire fractured during code blue femoral placement. The cv surgeon was able to snare the wire with a forcep in the sicu".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states: "a small piece of the cvc guidewire fractured during code blue femoral placement. The cv surgeon was able to snare the wire with a forcep in the sicu".